Event description:
Additional information received reported there was "no visible fracture" noted from the x-ray that was taken. It was stated the lead was to be revised because the system was not giving pain relief. A date for the procedure was not set. A second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and his pain had been getting worse the couple of weeks prior to the report. It was noted that the patient's programs weren't helping as much as they used to. Additional information received three months later indicated that the patient still had concerns regarding his device or therapy but was working with his doctor or medtronic representative to resolve the issue. An appointment date of (B)(6) 2012 was noted. It was also indicated that 'part of the implantable neurostimulator (ins) was not working.' It was further reported that the (B)(6) healthcare provider (hcp) visit was a routine reprogramming and device check appointment, and as such, no specific data was available. It was indicated that the patient was scheduled for a follow-up appointment on (B)(6) 2013. During the patient's (B)(6) follow-up appointment, it was reported that the patient's system was not working well. Impedances on electrodes 0-7, except electrode 2, were all greater than 10,000 ohms, indicating an open circuit. The patient was not feeling stimulation on this lead. Impedances on electrodes 8-15 however, were all within normal range. The reporter stated that an x-ray was taken, and everything looked normal.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).